Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-17754. It was reported the pt is experiencing discomfort at her peripheral scs lead sites (off-label). It was also reported the pt is no longer receiving effective stimulation. An sjm rep was unable to resolve the issue with reprogramming. Subsequently, the pt is consulting with the physician regarding surgical intervention being taken to address the issues.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.